Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 18x3.0mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. The lesion contained >=90 degrees bend. A 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The stent was noted to be fractured and the device was removed all together. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 21.5cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 18x3.0mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. The lesion contained >=90 degrees bend. A 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The stent was noted to be fractured and the device was removed all together. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.